Event description:
Patient presented with difficult anatomy, not a good surgical candidate; a prior wall stent in the right cia that was not seen on pre-op CT, also circumferential calcification in the externals and commons. The vessels were predilated with balloons. After several attempts, the physician could not advance the bifurcated device past the right cia. The decision was made to remove the device, and build a device/aui using proximal cuffs. While retracting the delivery system, it got hung up on the prior wall stent. Excessive manipulations to free up the delivery system caused a perforation in the right cia. The patient was converted to open repair. A hemashield was placed to repair the iliac perforation. When the patient was opened, it was noted that the aorta was in bad shape, very diseased. When the aorta was clamped, it gave way. The patient died during the surgical conversion.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The patient was not a good surgical candidate, also had prior wall stent and circumferential calcification in the external and common iliacs, which may have contributed to the event. Patient's poor aortic condition prevented surgical clamping/hemostasis during open repair.